Manufacturer narrative:
During testing at the user facility, channel 1 of the device failed the pressure test. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that during testing at the user facility, channel 1 of the device failed the pressure test. No specific details were provided. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. No additional info was provided.